Event description:
It was reported by the customer that the device powered itself off several times. It was also indicated that there was no compromise to pt care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported intermittent failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure was not determined.